Event description:
It was reported that a malfunction alarm occurred. There was no information provided about the impact on the customer¿s blood glucose level. To address the issue, a replacement pump was arranged, and the malfunctioning device is expected to be returned. Customer reverted to an alternate method of insulin therapy.